Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the right atrial lead exhibited high capture thresholds and poor sensing. Chest x-ray confirmed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2014.